Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator failed to disengage after perforating skull bone resulting in injury of the sinus and extensive bleeding. The event led to 30 minutes surgical delay.

Manufacturer narrative:
Device identifier # (B)(4). Failure analysis - visually inspected utilizing unaided eye - organic matter was present. IFU test and functional test; unit was found to perform as intended. Therefore, complaint could not be verified/unconfirmed. Unit was found to meet all acceptance criteria/tested within specifications. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.